Event description:
The customer reported event with unintended rate change during infusion with two plump modules. Lactated ringers had been infusion on one module at 125 ml/hr with a piggyback of gentamycin running at 100 ml/hr. The second module had pitocin hanging, and nurse set infusion to 999 ml/hr. The nurse provided patient care at the bedside and subsequently observed both the pitocin and bedside and subsequently observed both the pitocin and gentamycin infusing at 999 ml/hr which was not expected. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided. .

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.